Manufacturer narrative:
Investigation: one sample and one photo were provided to our quality team for investigation. Upon visual inspection of the samples, it was observed that the scale of the syringes is not properly placed. A device history record review did not reveal any documented quality issues during the production of lot 1902210 that could have contributed to this incident. Product undergoes visual inspections throughout the manufacturing process to ensure the quality of the device. While we could not identify a direct issue, it was determined this incident likely occurred due a defect with the pad that transfers the scale to the barrel during the marking process. As a result, the pad was placed incorrectly during the marking process which lead to the defect identified in the product reported.

Event description:
It was reported that the scale gradation lines on the bd plastipak¿ luer-lok¿ syringe started below the barrel edge and were found before use. The following information was provided by the initial reporter: "the hospital pharmacy discovered that the print on the syringes is not accurate as the graduation line starts below the barrel edge."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale gradation lines on the bd plastipak¿ luer-lok¿ syringe started below the barrel edge and were found before use. The following information was provided by the initial reporter: "the hospital pharmacy discovered that the print on the syringes is not accurate as the graduation line starts below the barrel edge."